Event description:
It was reported that during a breast biopsy, the physician deployed the cormark into the pt's breast and there were no calcifications present. During the 6 month follow-up, the physician noticed that there were calcifications surrounding the biopsy site and the marker that was deployed in the breast. After checking the 6 month follow-up films, the radiologist scheduled a biopsy that was performed in 2007.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: no batch or lot number is available; therefore, no batch history review could be performed.